Event description:
Independent pca bolus dose self delivery reported: according to the customer contact, the pump was removed from clinical service with a note attached that stated "pca administers medication every 6 minutes without the patient pendant being pushed. "There was no tracking information (nurse, patient, location) included on the note. Though requested, there was no additional information available.